Manufacturer narrative:
Event site name (B)(6). Event site address: (B)(6). Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) malfunctioned. Power-up alarm has been reported. No patient involved.